Manufacturer narrative:
During investigation, the pump powered on with a blank display and continuous vibration. There was no damage found to the display screen. When a test display was installed, the display remained blank. Evaluation revealed that the eeprom component had failed. Further testing was unable to be performed due to the eeprom failure. The complaint of a no power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not turn on and had a blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.